Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation, entrapment of device, foreign body in patient, medication, and unexpected medical intervention appears to be related to operational context. In this case it is likely that the reported material separation, entrapment of device, foreign body in patient, medication, and unexpected medical intervention are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during procedure, while placing the viperwire coronary guidewire in the patient, the guidewire entered the proximal left anterior descending (lad) artery where it became lodged in the nodular calcium, resulting in spring tip fracture. The entire radiopaque tip of the guidewire was left in the patient. The fractured component was entrapped with a non-abbott stent. Medication was administered to treat issue with the device. The vessel was primarily wired with the viperwire and no wire bias was reported. It was noted that the orbital atherectomy device was not inserted into the patient. The patient was stable. The physician had no concerns about long term patient risk outcomes.

Event description:
It was reported that during procedure, while placing the viperwire coronary guidewire in the patient, the guidewire entered the proximal left anterior descending (lad) artery where it became lodged in the nodular calcium, resulting in spring tip fracture. The entire radiopaque tip of the guidewire was left in the patient. The fractured component was entrapped with a non-abbott stent. Medication was administered to treat issue with the device. The vessel was primarily wired with the viperwire and no wire bias was reported. It was noted that the orbital atherectomy device was not inserted into the patient. The patient was stable. The physician has no concerns about long term patient risk outcomes.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.